Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the safety disk. The all manifold test passed. The unit operated as normal. The maquet failure analysis and testing dept. (Fat) received safety disk, with a reported unit failure of a failed pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Ran the all manifold test. Part failed the leak portion of the test. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
It was reported that during preparation, the cardiosave intra-aortic balloon pump (iabp),unit's pneumatic module leak test failed . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation), h10.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.